Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that four months after the dental implant was placed, in intraoral site #13 of the patient¿s mouth, non- osseointegration was observed. Patient presented poor bone quality, pain, and inflammation. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. In addition, the dentist reported that immediate implant and immediate load were performed.

Event description:
The clinician reported that four months after the dental implant was placed, in intraoral site #13 of the patient¿s mouth, non- osseointegration was observed. Patient presented poor bone quality, pain, and inflammation. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.